Event description:
It was reported that a patient experienced a stroke. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, the faradrive sheath was used in combination with a farawave 2.0 non-navigation catheter, farastar generator, and versacross connect for transseptal access. At the beginning of the case, the physician noticed air bubbles in the sheath. The bsc mapping specialist offered to replace the sheath; however, the physician declined and proceeded after aspirating the air. The remainder of the procedure was completed without issues, with no st elevation observed, and the pvi was performed successfully. Mapping during the procedure was performed using the ensitex system with a loop catheter. Approximately one to two hours after the procedure, nursing staff reported that the patient had suffered a stroke, which was diagnosed by the pacu team. The patient's recovery status from the event and product return status is currently unknown.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith effort to obtain the information is currently in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith effort to obtain the information is currently in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in blocks b1 adverse event/product problem, b2 outcomes attrib to adv event, b3 date of event, and bsc aware date field.

Event description:
It was reported that a patient experienced a stroke. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, the faradrive sheath was used in combination with a farawave 2.0 non-navigation catheter, farastar generator, and versacross connect for transseptal access. At the beginning of the case, the physician noticed air bubbles in the sheath. The bsc mapping specialist offered to replace the sheath; however, the physician declined and proceeded after aspirating the air. The remainder of the procedure was completed without issues, with no st elevation observed, and the pvi was performed successfully. Mapping during the procedure was performed using the ensitex system with a loop catheter. Approximately one to two hours after the procedure, nursing staff reported that the patient had suffered a stroke, which was diagnosed by the pacu team. The patient's recovery status from the event and product return status is currently unknown.